Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient whose pump was used to deliver morphine (25 mg/ml at 19.993 mg/day). The indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 the rep reported that the patient came into the hcp's office on (B)(6) 2016 with a motor stall and withdrawal symptoms. The pump logs showed that a stall had occurred on (B)(6) 2016 at 19:20 with recovery at 23:55. Another stall occurred on (B)(6) 2016 at 17:08 with recovery at 17:29, there was a third stall on (B)(6) 2016 at 17:45 with a tube set message on (B)(6) 2016, the stall recovered on (B)(6) 2016 at 20:28. On (B)(6) 2016 there was another stall at 9:38 with no stall recovery. A pump replacement was scheduled for (B)(6) 2016.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-may-01. The intrathecal pump and mesh pouch were explanted. The pump was returned to the manufacturer.

Manufacturer narrative:
: Analysis of the pump on 2017-may-25 revealed a motor gear trains anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. The previously applied results code 3233 and conclusion code 11 are no longer applicable. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a health care provider. Regarding the patient's weight at the time of the event is was noted that the patient was wheel chair bound and unable to weigh. It was further reported that the patient's weight on (B)(6)2017, was (B)(6) pounds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.